Event description:
It additionally was reported, the scope tested positive for paenibacillus. The instrument and suction channels were sampled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The returned device was received by olympus and subsequently sent to nelson labs for culturing. The results were as follows: ¿ insertion section: no growth ¿ instrument/suction channel: paenibacillus was detected. In addition, the following reportable malfunctions were identified during the device evaluation: scrape marks and particles/residue/foreign material in the instrument channel, and yellowish and reddish residue around the instrument channel opening. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. It is likely the following led to the reported event: ¿ pre-cleaning was not performed at the time of the facility review. ¿ the handheld leak tester contained fluid in the hand pump, indicating the need for replacement. ¿ cystoscopes were not soaked in detergent for the manufacturer-recommended time, and detergent instructions were unclear and inaccurate. ¿ serial numbers of reprocessed cystoscopes were not documented on the manual high-level disinfection (hld) records. ¿ the reprocessing area lacked adequate space, creating potential risk for cross-contamination and limiting the ability to perform properly drying and alcohol flush. ¿ cystoscopes were stored in non-ventilated cabinets that also contained fluid-collecting chucks and other supplies. The customer was advised to correct these deficiencies and is currently using single-use cystoscopes until improvements are completed. Additional in-services, facility reviews, and staff competency assessments were recommended before the facility resumes performing procedures with olympus cystoscopes. Reprocessing area deficiencies must be corrected prior to resuming manual hld reprocessing. The reprocessing deviations observed during the on-site service indicate the device was not reprocessed in accordance with the operation manual and reprocessing manual. The event can be prevented by following the instructions for use which state: - reprocessing manual-page 38: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." - reprocessing manual-page 38: "... Make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." - reprocessing manual-page 80: "allow the endoscope to soak completely in the detergent solution for 0.5 to 1 hour. Do not immerse the endoscope for more than 1 hour. Use a clock or timer to accurately measure the immersion time." - reprocessing manual-page 83, 84: "improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk."; "be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated." Based on the investigation, the most probable cause of the additional malfunction is- cause linked to device but unable to trace more specifically as the investigation could not identify the actual root cause olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 2 of 5: it was reported that after a cystoscopy with the use of an olympus device, the patient developed an infection. A few days after the procedure the patient presented with dysuria, bleeding and difficulty urinating. The patient was hospitalized for 2 days with sepsis. The patient has been discharged in stable condition.